Event description:
Complainant alleged that while attempting to defibrillate a female patient the device failed to discharge. The clinician attempted a second shock, and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient was transported to hospital care and subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.